Event description:
It was reported that balloon rupture occurred. The 75-90% stenosed target lesion was located in a shunt in the cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the initial inflation at 6 atmospheres, the balloon rupture. The balloon was visually inspected, and a pinhole was found at the middle part of the balloon. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 27mm in length and extended from a position 2mm proximal of the distal markerband to 9mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 75-90% stenosed target lesion was located in a shunt in the cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the initial inflation at 6 atmospheres, the balloon rupture. The balloon was visually inspected, and a pinhole was found at the middle part of the balloon. The procedure was completed with another of same device. No patient complications nor injuries were reported.